Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following the cataract surgery with intraocular lens (iol) implant procedure it has taken rather a long time to adjust to my new visual system. It is rather poor for looking at power point in a classroom and looking at the tv. Unfortunately the patient now feel short sighted. The patient had really struggled with other distances. One of these would be at 6 m which is used for assessment of visual acuity. The optometrist informs patient had a -1 diopter cylindrical error in both eyes and modest spherical errors of between 0.5 and 1.0 diopter. I have also been told that this would not be improved by top up refractive surgery to the cornea. Additional information received and stated that, vision seriously degraded after lens implantation. Serious loss of contrast sensitivity with loss of ability to drive during the day with adverse visibility conditions. Inability to work in certain conditions of low contrast with non-image light entering the eye creating glare during daylight. Double vision in some circumstances (vertical white posts, edges of white cars, led signs). Exacerbation of pre-existing symptom of floaters.